Event description:
It was reported that the system 9600emi locked up and would not initialize. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The s-ram was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.